Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and was instructed to continue using it, with guidance to call back if the malfunction recurs. The caller understood and acknowledged these instructions.